Manufacturer narrative:
(H3) the broken device reported was likely the result of the ratcheting t-handle disassembling from the screw/pin driver assembly. The cause of the disassembly could not be determined as the failure mode could not be recreated but may have been due to not fully assembling the screw/screw driver assembly or unintentionally sliding the connection mechanism during use.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, while revising a hrp and backing out a body locking screw, the t-handle loosened and came apart. The surgeon switched to a straight handle. There were no pieces that fell into the patient. The device will return for evaluation.